Event description:
It was reported that a pending alarm was occurring. It was reported there was no drug while in the operating room the day prior at implant when the so on the report date they were filling the pump in the office and noticed an alarm. The logs showed numerous stalls previous to implant starting back on (B)(6) 2014. Some exceeded 48 hours so there was ¿some tube set logs¿ as well. The most recent stall was (B)(6) 2014. It was reported the device manufacturer representative read the pump at implant and confirmed the representative that read the pump had the latest aar software. The reporter believed the pump had prior to implant been in a device manufacturer representative¿s truck stock but wasn¿t certain. The device system was used to deliver saline. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported the patient was not having any symptoms. It was noted he came in for his follow up visit and to have drug put in the pump. The patient had mentioned that he heard the pump alarming since it was implanted. The logs were pulled and noted several motor stalls and tube sets that had occurred prior to the device being implanted. It was also reported there were none since, but the pump was alarming due to the prior motor stalls. The patient was instructed to contact the healthcare provider (hcp) if he heard any further alarms and they will pull additional logs when the patient comes in for any dose adjustments or refills. A pending alarm was noted at implant upon interrogating the pump.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. (B)(4).